Event description:
It was reported that the right atrial lead exhibited noise. Chest x-ray revealed lead fracture near the subclavian vein. It was noted that the patient is a farmer and works in overhead arm positions. The lead was explanted and replaced. The patients condition was fine during and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the lead was returned in two pieces. An insulation abrasion was noted at 27.0 cm from the lead tip due to rib clavicular crush. One filar of the outer coil was fractured at the same location. The damage found likely resulted in the reported noise problem.